Event description:
A report was received that the patient¿s ipg was not holding charge. The physician suspected device malfunction. The patient underwent revision wherein old ipg was explanted and replaced with a new one. The patient was doing well post operatively.

Event description:
A report was received that the patient¿s ipg was not holding charge. The physician suspected device malfunction. The patient underwent revision wherein old ipg was explanted and replaced with a new one. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate of 7mv per day, with stimulation switched off, which is within the expected range. Device exhibits normal charging and discharging characteristics.